Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Size 10 exeter cement mantle plug has snapped during extraction of the introducer. Part of mantle plug left in femoral canal. Size 12 was used instead.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event . The event was related to bone plug fracture. There is no evidence to suggest the adaptor contributed to the fractured bone plug. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Size 10 exeter cement mantle plug has snapped during extraction of the introducer. Part of mantle plug left in femoral canal. Size 12 was used instead.